Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump, and the caller was advised to use multiple daily injection (mdi) as a backup therapy to ensure insulin delivery continued uninterrupted. The replacement pump was sent with updated software.